Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event or death. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the defibrillation event or death. Device manufacture dates: monitor: 05/08/2015, electrode belt: 08/10/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient has previously reported trouble breathing. The patient reportedly went to the emergency room. A nurse reported that the patient was wearing the lifevest at the time. The patient reportedly arrive to the hospital with CPR in progress and his passing was cardiac related. Clinical review of the available ECG data, indicates that the patient received an inappropriate treatment shock. Per the ecgs and flag data, on (B)(6) 2019 between 00:39:44 and 10:56:28, the device intermittently detected an arrhythmia. Throughout all the detections, the patient's rhythm was atrial fibrillation (af) with a rapid ventricular response ranging from 150 bpm to 230 bpm and with and without pvcs and motion artifact. During these detections, the device was intermittently shutdown multiple times. At 10:56:52, gel was released. At 10:58:36, the device delivered a full energy shock while the patient was in af with a rapid ventricular response at 150 bpm with pvcs and motion artifact. The post-shock rhythm was af with a rapid ventricular response at 150 bpm with pvcs and motion artifact. Between 11:01:04 and 11:03:39, an arrhythmia was detected with the ECG showing sinus rhythm from 75 bpm to 80 bpm with motion artifact. At 11:07:47, asystole was detected with the ECG showing idioventricular rhythm at 55 bpm degrading to asystole. Between 11:08:41 and 11:11:29, the device detected an arrhythmia with the ECG showing idioventricular rhythm at 55 bpm with CPR artifact. The electrode belt was then disconnected at 11:11:56 while the patient was in asystole. The response buttons were pressed intermittently but not sufficiently to delay the treatment shock. Af with a rapid ventricular response contributed to the false detections. The rapid rate satisfied the rate detector of the detection algorithm. The patient's prescribed treatment threshold for vt was 150 bpm and 200 bpm for vf. The patient subsequently passed away. There were no allegations that the lifevest caused or contributed to the patient's death.